Event description:
Device 1 of 3 reference MFR. Report# 1627487-2019-01334. Device 3 of 3 reference MFR. Report# 1627487-2019-01336. It was reported that the patient's leads have migrated. X-ray imaging confirmed the migration. As a result, the leads were explanted and replaced. Effective therapy was restored post-op.